Event description:
Info received indicates the bed will not go into reverse trend. The problem was discovered during a preventive maintenance check.

Manufacturer narrative:
The biomed isolated the issue to the solenoid. Repairs have not been completed.